Event description:
It was reported that a 34-year old caucasian female patient, who's undergone primary breast augmentation with two 475cc mentor memorygel breast implants. Post-operatively, the patient suffered left breast implant rupture and right breast mastodynia, breast pain, numbness, and intermittent lumps. The patient initially suffered the pain and elected for MRI, where the possible left breast implant rupture was identified. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2023. Upon removal, the left was identified to be intact. This medwatch form is for the right breast prosthesis. Complications on the left breast were reported under mrn: 1645337-2021-00153.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 475cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of paresthesia may be transient or chronic. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Reason for device explant and/or reoperation: mastodynia, breast pain, numbness, and intermittent lumps. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 31, 2023, mentor received additional information indicating that during the revision surgery on (B)(6), 2023, the patient was also identified to have slightly more firmness on the left breast than the right. The patient's implants were replaced with two 475cc smooth walled round liquid silicone implants.